Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Upon receipt, a fragment of the lead was still connected to the ICD header. The lead fragment was properly attached to the ICD. Upon receipt, the lead under complaint was found cut 11cm and 59cm distal to the df4 connector pin. The proximal and the medial lead fragment were received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis demonstrated 56cm distal to the df4 connector pin that the insulation was found abraded through. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing processes for the mentioned ICD and lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that after assumed implantation duration of approx. 75 months this lead was explanted due to shock impedance measurements out of range (greater than 150 ohms). The associated ICD was also explanted during the surgery. New devices were implanted.